Manufacturer narrative:
The instrument was returned and evaluated. Engineering observed the one grip close cable is broken at the distal idler pulley. The idler pulley spins freely and has damage on the surface and the edge of the pulley. The cable segment sticks out at the wrist. The other cables at the wrist are not damaged. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event.

Event description:
It was reported that during central processing the mega suturecut needle driver instrument was noted to have a broken wire. Nothing was reported having fallen into the patient. No patient harm, adverse outcome or injury was reported.